Manufacturer narrative:
A complaint was received that a cypher stent delivery system (sds) did not cross the target lesion. Product analysis revealed the proximal stent strut was uplifted. Investigation attempts habe been made to obtain info regarding the pt, procedure, and vessel factors. At this time, add'l info has not been forthcoming. It was reported that a cypher sds did not cross an unknown target lesion. Based on the limited information available, it is not possible to establish a clinical cause for the reported event. The product was returned for analysis and a secondary finding of proximal stent strut uplift was identified. In addition, visual analysis revealed a kink 16 cm from hub. The crossing profile was measured and was found within specification. Proximal crossing profile was not measured due to the received condition. A device history record (DHR) review of the involved lot revealed the product met quality requirements for product acceptance. Any add'l info will be submitted within 30 days of receipt.

Event description:
This is an initial and final report. A report was received from the field indicating that the device failed to reach the target lesion. There was no patient injury and no further information is given. However, an analysis of the returned product revealed proximal stent strut uplift.